Event description:
Initial result for a patient troponin-t was <0.01 ng/ml. When repeated, the result was 0.103 ng/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant values.